Event description:
It was reported that patient was not able to get enough pain relief. It was noted also that patient feels like the device wants to pop out to the skin causing a burning sensation. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively. The explanted device will not be return.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.